Event description:
Same case as MFR report #: 2134265-2009-06681, 2134265-2009-06687. It was reported that during a coronary drug eluting stenting treatment procedure, thrombosis and pt complications occurred. The pt presented to the hospital four weeks prior to the procedure with an acute myocardial infarction with st elevations. The right coronary artery was treated at that time. The physician noted a lesion in the left anterior descending artery (lad) and the pt was to return for an elective rotablator procedure at a later date. The 90% stenosed lesion was located in a severely calcified mid lad. The pt had an unusual configuration of the aortic root and access to the left main coronary artery was extremely difficult. It took 9 various non bsc guide catheters and over one hour to place a guide catheter close to the left main. A 2.0x12mm apex balloon was advanced to the diagonal and inflated to 14 atms for 40 seconds. A 2.75x24mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. A 2.75x12mm quantum maverick balloon was advanced to the lesion and inflated to 22 atms for 77 seconds. The balloon had waist and the physician noted that the lesion "would not yield." A 2.25x6mm flextome cutting balloon was advanced to the lesion but could not cross. Angiography showed a lucent area in the distal left main coronary artery. Ivus was used and "material suggestive of thrombus was present, but there was no clear-cut dissection flap." Follow-up angiography showed that the lucent area in the left main coronary artery had resolved, but there was no flow in the lad and debris in the diagonal branch. The pt also had chest pain at this time. A 2.5x15mm apex balloon was advanced and inflated to 12 atms for 26 seconds twice. Flow was restored to the lad and timi iii flow was noted and the pt's chest pain resolved. A 2.5x28mm non bsc stent was advanced to the area of subocclusion and deployed using a high pressure technique. There were two areas of incomplete balloon and/or stent expansion due to the severe calcium. Timi iii flow was restored to the lad, although the diagonal branch still showed significant amounts of debris. Residual stenosis in the lad was 20% and due to the suboptimal results, an iabp was placed and the pt was sent to surgery for an emergent two-vessel coronary artery bypass graft surgery. No further pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.